Event description:
Initial calcium result of 11.8 mg/dl. Same sample repeated twice gave results of 8.1 mg/dl and 9.5 mg/dl. Same sample repeated twice on different instrument using different methodology recovered 9.2 mg/dl and 9.3 mg/dl. The initial result was not reported. The field service rep determined the issue was caused by the reagent. The user replaced the reagent and reports no further occurrences.